Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited loss of sensing. The lead was deemed dislodged. The patient presented to a lead revision. During the procedure, the atrial lead's helix would not fully retract. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of sensing, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The reported event of loss of sensing was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.